Manufacturer narrative:
Implicated product is port with attached open-ended 9.6 fr. Catheter in peel-apart introducer system. Product received for eval is 8.55 inch length of open-ended lumen 9.6 fr. Catheter. Per the complaint source the port has been discarded by the user. The cath-lock is not included with the complaint sample; its disposition is unknown. Lot history review reveals no mfg issues and no similar complaints for this lot. Tactual examination of tubing reveals annular ring approximately 3.6 inches from one end (5.2 inches from opposite end). This ring may have been caused by snaring device used to retreive embolized tubing segment. Patency is demonstrated by flusing and aspirating water through the lumen with a 10cc syringe fitted with a blunt connector. No leaks are noted as one end of tubing is occluded and the lumen is pressuized hydraulically to sustained pressures greater than 25 psi. A telephone log entry dated 9/10/1997 indicates the complaint sample to be "8.5 inches long" and has one end that has a "jagged, broken edge." Although length of catheter estimated by customer is correct, neither end of returned sample fits the user's description regarding a "jagged, broken" and. Gross visual examination shows both ends of tubing to have well-defined edges severed at steep angles with circular orifices. Microscopic (17x - 24x) examination of tubing ends reveals one end to have straight, even edge with flat, finely textured face (this end is closest to annular ring described above). These traits are consistent with unaltered mfg tubing ends. The opposite tubing end has an irregular edge and undulating, stiated face characteristic of silicone material trimmed with scissors. Annular ring found on tubing segment suggests that sample was retrieved by snare, result of catheter embolization. However, the findgins of the physical eval of the complaint sample do not support user's description of complaint incident; there is no evidence of blut trauma typically seen in clavile/first rib compression fracture. Therefore, complaint of catheter breakage is unconfirmed. Complaint sample does not posses any features that indicate cath-lock had been correctly applied to catheter/poert stem joint. Dependent on pt's physical size and location of subcutaneous pocket created for port, 8.5 inch length of tubing is sufficiently long enough for returned sample to be complete length of tubing implanted. This suggests spontaneous disconnection of catheter was result of inadequate connection and through natural body movement(s) embolization of device occurred.

Event description:
The port was placed 07/9/97. The catheter fractured and embolized to a ventricle. The catheter fragment was 8 1/2" long and had a jagged edge. The cross section looked circular. The catheter fragment was snared on 07/17/97 at another facility and returned to the hospital.